Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failure was unrecoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary had failed. A field service engineer tested the unit using diagnostics, which passed successfully, but was unable to have the customer verify its functionality. It appeared that rebooting the unit resolved the issue, as the failure icon no longer appeared. The system functioned as intended after the field service engineer repaired the device.